Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: s (scope) cover had a dent, control unit had a crack, fe (forceps, elevator) knob was deformed, due to deformation of plug unit, water tightness was lost, label on s-connector was peeled, due to damage on aw (air/water) tube, water tightness was lost, due to a crack on distal end, water tightness was lost, due to damage on ch(channel) tube, water tightness was lost, due to damage on ccd (charged coupled device) unit, the image had white dots, ig protector was damaged, c-cover was deformed, objective lens had a chip, lg (light guide) lens had a crack, a-rubber had cut, connecting tube had a dent, protector of universal cord on s-connector side was damaged., protector of universal cord on control section side was damaged, and universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope insertion tube was crushed. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, (h4) device manufacturing date was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to leakage from the plug unit, air/water channel, distal end, and biopsy channel, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.